Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication was not on patient profile. A technical support specialist (tss) remoted in and made customer log back in and medication was on there. Then the tss confirmed that it was possibly due to delay in integration. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the medication was not on patient profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.